Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned batteries and charger passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report that both the batteries are not charging. Customer care attempted troubleshooting by asking the patient to try multiple outlets, restart charger, but wrench notification appeared continuously. Patient is out of battery life and the issue could not resolved. Patient waited to contact the helpline after both the batteries were completely depleted. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.